Manufacturer narrative:
The pump had a button error alarm and no button response due to the corroded keypad traces. It was noted that there was no moisture damage on the electronics and the motor. The pump was received with a minor scratched display window, a broken reservoir tube lip, and a missing reservoir tube o-ring.

Event description:
The customer reported via phone call that she was receiving a button error alarm on the insulin pump. Customer stated that the alarm occurred a few minutes ago. Customer's blood glucose was 110 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.